Event description:
It was reported that the procedure was a regular cataract surgery; however, during the implant the doctor did not like the way the intraocular lens (iol) was sitting. The lens was explanted during the same procedure. An enlarged incision was required. Another lens was implanted successfully.

Manufacturer narrative:
Enlarged incision. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The return of the explanted intraocular lens (iol) was expected; however, the return consisted of an empty box only. The evaluation was not possible. All pertinent information available to abbott medical optics has been submitted.